Manufacturer narrative:
(B)(4)

Event description:
This ra lead was explanted and replaced due to dislodgement. There were no adverse patient events reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted as mentioned in the complaint description. Bending the lead body requires the presence of mechanical stress. Based on the damage characteristics, it is reasonable to assume that the bending occurred due to mechanical forces applied during the surgery. Further analysis of the lead showed cuts in the insulation which most likely occurred during the explantation procedure. Blood penetrated the lead. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.